Event description:
Per the clinic, the patient experienced an overgrowth of soft tissue around the abutment. The patient underwent a surgical procedure on (B)(6), 2013, to exchange the abutment for a longer model. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. This report is filed (B)(4) 2013. Implanted device remains.